Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the investigation results, the reported event may have been caused by corrosion of the electrical contacts in the video connector socket and failure of the locking mechanism of the video connector socket. The exact cause of corrosion of the electrical contacts in the video connector socket and failure of the locking mechanism could not be conclusively determined, but it may have been caused by handling. The instruction manual contains precautions regarding the handling of the video connector socket, so it is possible to prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The endoscopic image disappeared or was disturbed because the contacts of the video connector socket were corroded and the locking mechanism did not work. The battery was exhausted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was sometimes not displayed, when using the device in combination with the olympus cystovideoscope cyf. In addition, the endoscopic image sometimes disappeared when the video connector was moved up and down. There was no report of patient injury associated with the event.